Event description:
The service repair technician reported that during routine testing of the device at the service center, the main bearing leaked fluid that contaminated encoder wheel. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.